Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2019 with the following findings: during investigation, the pump was returned with a cracked battery compartment and stripped battery cap threads. The battery cap was unable to secure and easily detach causing power loss and reboots. A test cap was able to tighten enough to maintain an electrical connection for investigation testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 328 mg/dl with blurred vision and polydipsia associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the battery compartment was cracked and the battery cap was unable to be tightened. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.